Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was leaking. Additional malfunctions include the md hose clamp was installed, and the hour meter had a short circuit.